Manufacturer narrative:
The product is not expected to be returned for analysis. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead was not successfully implanted due to inability to measure intrinsic amplitudes due to atrial fibrillation (af). Multiple attempts to reposition did not resolve the issue and eventually the physician encountered helix issues. The lead was explanted without issue. No adverse patient effects were reported.